Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the serious adverse events of peritonitis, characterized by abdominal pain and cloudy peritoneal effluent fluid, which required antibiotic therapy. The hpm confirmed the serious adverse events were unrelated to any fresenius device(s) and/or product(s), as causality was attributed to the patient¿s failure to wear a mask during initiation and termination of treatment. The patient continues to utilize the same liberty select cycler without any reported issue(s). Those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum. Based on the information available, the liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there is no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported to fresenius that this patient with end stage renal disease on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy was hospitalized and diagnosed with peritonitis on (B)(6) 2023. Follow-up with the patient¿s home program manager (hpm) confirmed the patient presented to the outpatient home dialysis clinic on (B)(6) 2023 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc elevated, results unavailable) were collected, and the patient was diagnosed with peritonitis. The patient was treated as an outpatient with intraperitoneal (ip) vancomycin 1500 mg every other day for 21 days, and oral levaquin 500 mg for 21 days (patient allergic to ceftazidime). The patient¿s peritoneal effluent culture result returned negative for growth, and the patient¿s antibiotics were continued. The hpm attributed causality to the patient¿s failure to wear a mask during initiation and discontinuation (reeducated). Per the hpm, the serious adverse events were unrelated to any fresenius product(s) and/or device(s). The patient continued to undergo ccpd therapy utilizing the same liberty select cycler without reported issue.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported to fresenius that this patient with end stage renal disease on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy was hospitalized and diagnosed with peritonitis on (B)(6) 2023. Follow-up with the patient¿s home program manager (hpm) confirmed the patient presented to the outpatient home dialysis clinic on (B)(6) 2023 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc elevated, results unavailable) were collected, and the patient was diagnosed with peritonitis. The patient was treated as an outpatient with intraperitoneal (ip) vancomycin 1500 mg every other day for 21 days, and oral levaquin 500 mg for 21 days (patient allergic to ceftazidime). The patient¿s peritoneal effluent culture result returned negative for growth, and the patient¿s antibiotics were continued. The hpm attributed causality to the patient¿s failure to wear a mask during initiation and discontinuation (reeducated). Per the hpm, the serious adverse events were unrelated to any fresenius product(s) and/or device(s). The patient continued to undergo ccpd therapy utilizing the same liberty select cycler without reported issue.

Event description:
It was reported to fresenius that this patient with end stage renal disease on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy was hospitalized and diagnosed with peritonitis on (B)(6) 2023. Follow-up with the patient¿s home program manager (hpm) confirmed the patient presented to the outpatient home dialysis clinic on (B)(6) 2023 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc elevated, results unavailable) were collected, and the patient was diagnosed with peritonitis. The patient was treated as an outpatient with intraperitoneal (ip) vancomycin 1500 mg every other day for 21 days, and oral levaquin 500 mg for 21 days (patient allergic to ceftazidime). The patient¿s peritoneal effluent culture result returned negative for growth, and the patient¿s antibiotics were continued. The hpm attributed causality to the patient¿s failure to wear a mask during initiation and discontinuation (reeducated). Per the hpm, the serious adverse events were unrelated to any fresenius product(s) and/or device(s). The patient continued to undergo ccpd therapy utilizing the same liberty select cycler without reported issue.